Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported receiving a reading of 110 mg/dl on her meter but was feeling low. Caller tested on a competitor's meter and received a reading of 40 mg/dl which is how she felt. Caller stated husband gave her glucose tablets; would not have been able to self-treat. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
Correction: serious injury

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.